Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was vomiting and subsequently hospitalized with a blood glucose (bg) level over 400 mg/dl and ketone level of 4 mmol/l; cause was unknown. Customer changed the infusion set to address the issue; however, the issue persisted. No issues with the infusion sets or leaks were identified. Customer was injected with 25 units of insulin to address bg.